Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were recommended. No further information available.